Manufacturer narrative:
Biomérieux conducted an internal investigation in response a customer complaint of false positive results when testing blood cultures from two (2) pediatric patients using bact/alert® pf plus (plastic) (ref 410853 lot, 0004056466) in conjunction with their virtuo® system. The customer confirmed the contaminant of both bottles was burkholderia cepacia. This organism is known to be present in water and it is known to be resistant to disinfectant and may be present in disinfectants - hand sanitizers, per published literature. The customer performed an internal investigation. The customer¿s internal investigation did not identify an issue with the bottles. The customer tested bayer¿s healthcare biseptine 500ml antiseptic vial as the source of contamination; the results were negative, sterile. The customer also cultured other antiseptics, ultrasound gel, detergent, disinfectants for potential sources of contamination, results were negative. Biomérieux reviewed the production records associated with lots 0004056466. The review found no evidence of any product malfunction. The review confirmed every lot of bact/alert® pf plus (plastic) (ref 410853 ) culture bottles are quality control tested and the sensor in each bottle is 100% inspected by a validated automated vision system during packaging. Quality assurance reviews and releases reagent bottle lots for distribution to the field. Biomérieux customer service confirmed there were no other related complaints associated with bact/alert® pf plus culture bottles (ref. 410853) for inoculated bottle contamination. A historical review of last year¿s data found no other similar complaints for contamination in bact/alert® pf culture bottles (p/n 410853) against lot 0004056466. The investigation team reviewed the bact/alert® pf plus (plastic) (ref 410853) instructions for use (IFU) and determined adequate direction to prevent specimen contamination during collection/inoculation into the bact/alert® bottles is provided. The most likely root cause of the contamination is probably from contaminated pharmaceutical product that is locally supplied/purchased in france, as no other country has reported inoculated bottle contamination of burkholderia cepacia. The bottle and instrument performed as designed, by flagging positive indicating growth of an organism recovered on subculture. The bottle did not malfunction and is performing as intended to recovery organisms from the patient's blood.

Event description:
A customer in (B)(6) notified biomérieux of observing contamination of two blood culture bottles for two patients in association with the bact/alert® pf plus (plastic) (ref 410853, lot 0004056466). The customer reported observing contamination by burkholderia cepacia. Global customer service (gcs) reviewed the audit trail for the customer's virtuo® and confirmed that the two bottles flagged positive on the virtuo instrument. According to the customer, the treating physician believes these results to be true contaminations. The customer confirmed that there was no impact on the two patients. An investigation has been initiated.